Manufacturer narrative:
Additional information for collection devices and centrifugation has not been supplied to date. Per the customer supplied data, qc has been performing within the customer's established ranges. System check has not been supplied to date. Service has not been dispatched to date for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated accutni results within risk stratification for one (1) patient that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Repeat analysis of the samples on the same instrument still gave results within risk stratification while the analysis of the samples on a different method gave "normal" results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.